Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed "blood detected" and blood was seen in tubing. This occurred two days after insertion using ultrasound guidance. The console went into stand-by mode and the physician removed iab. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: added patient information. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed "blood detected" and blood was seen in tubing. This occurred two days after insertion using ultrasound guidance. The console went into stand-by mode and the physician removed iab. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. No blood was observed inside the iab catheter. One kink was observed on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed "blood detected" and blood was seen in tubing. This occurred two days after insertion using ultrasound guidance. The console went into stand-by mode and the physician removed iab. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: added patient information. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed "blood detected" and blood was seen in tubing. This occurred two days after insertion using ultrasound guidance. The console went into stand-by mode and the physician removed iab. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed "blood detected" and blood was seen in tubing. This occurred two days after insertion using ultrasound guidance. The console went into stand-by mode and the physician removed iab. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4).